Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator replacement procedure. It was noted that the right atrial lead had exhibited high capture threshold and sensing variation since (B)(6) 2020 due to an unrelated procedure. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of unacceptable threshold and p wave amplitude variation were not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.